Manufacturer narrative:
The information received from the (B)(4) clinical study indicated that 5.5 years post implantation of a 2.3x23 and 3.0x28 cypher bx to treat a proximal right coronary artery (rca) lesion and 5 years post implantation of a 2.5x18mm cypher bx to treat a distal rca lesion, the patient developed angina pectoris. Two weeks later, percutaneous coronary intervention was conducted at a different hospital. Angiography demonstrated fracture of the 2.5x28 cypher in the distal rca with 90% restenosis at the fracture site. In addition, there was 50% restenosis in the proximal area of the proximal rca. The stent fracture and restenosis of the distal rca was treated with implantation of a noncordis 3.0x15 promus des. There was no treatment conducted for the proximal rca stenosis. The patient is in stable condition. The physician commented that the cause of the stent fracture is not known. It is not known if the stent was implanted in an actively moving segment of the artery or if there was complete separation at the fracture site. The index treatment of the proximal rca lesion was elective with access via a femoral approach. The lesion was pre-dilated with a 2.5 x 30mm balloon at 10atm. The inflation time is unknown. A 2.5 x 23mm cypher bx was implanted at 18atm for 16-30 seconds at the distal portion of the proximal rca. Then a 3.0 x 28mm cypher stent was implanted at 18atm for 31-60 seconds proximal and overlapping the 1st cypher. The stent was not post-dilated. Approximately six months after the index procedure, a follow-up coronary angiography was conducted and there was no problem observed with the 1st and the 2nd cypher bx implanted, but 75% restenosis was observed at the distal rca, the lesion previously treated with balloon angioplasty. The restenosis was treated with direct stenting of a 2.5 x 18mm cypher at 20atm for 30 seconds at the distal rca. The stent was not post-dilated. The residual stenosis was 0%. The patient was discharged three days later. The patient did not visit the hospital during the prescribed surveillance period. The patient's medical history included angina pectoris, past history of non-q-wave mi, past history of pci, hypertension, diabetes mellitus and arteriosclerosis obliterans. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lots i1204128 and i1204035 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A DHR review was requested to (B)(4) for part number: (B)(4) stent lot number: 4033429, 4032700 and 4033046 the results indicate that all stents shipped meets specified release requirements. The stents remain implanted and it was reported that procedural images are not available. It was reported that the cypher stents were implanted at atmospheres (atm) greater than the rated burst pressure of 16 atm as specified in the instructions for use (IFU). Usage other than the approved labeling may involve risks not described in the labeling. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, and restenotic lesions. Review of the information provided suggests that these patient factors possibly contributed to the reported restenosis. The stent fracture of the stent in the distal rca is also a likely contributor to the restenosis at this site. Possible factors contributing to stent fractures are long lesions and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Typically the right coronary artery (rca) has more motion than other coronary arteries. Longer stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, procedural, patient, and vessel/lesion characteristics are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient was discharged three days later. The patient did not visit the hospital during the prescribed surveillance period. Approximately five years later, the patient developed angina pectoris and two weeks later percutaneous coronary intervention was conducted at a different hospital. Coronary angiography (cag) was conducted and a stent fracture of the 3rd cypher stent implanted in the distal rca was observed. There also was 90% restenosis observed at the site of fracture of the 3rd cypher. The fracture portion and degree of the fracture were unknown. To treat the stent fracture and the restenosis, a 3.0 x 15 mm promus drug eluting stent was implanted in the distal rca. The residual stenosis after the treatment was 0%. There was 50% restenosis observed in the proximal rca and no treatment was conducted. The patient was in stable condition. The physician indicated that the cause of the stent fracture was unknown. The product is not available for evaluation. Two possible lot numbers were reported: i1204035 or i1204128. A review of the manufacturing records will be performed for the two possible lots. The cypher (B) (4) product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B) (4) clinical study indicated that the patient was admitted with 75% stenosis in the proximal right coronary artery (rca) and the distal rca. The lesion in the distal rca was a restenosis of a balloon angioplasty procedure. There is no further lesion information available. The procedure was elective. A femoral approach was chosen for the procedure. The lesion was pre-dilated with a 2.5 x 30mm balloon at 10atm. The inflation time is unknown. A 2.5 x 23mm cypher bx was implanted at 18atm for 16-30 seconds at the distal portion of the proximal rca. Then a 3.0 x 28mm cypher stent was implanted at 18atm for 31-60 seconds proximal and overlapping the 1st cypher. The stent was not post-dilated. Approximately six months after the index procedure, a follow-up coronary angiography was conducted, and there was no problem observed with the 1st and the 2nd cypher bx implanted, but 75% restenosis was observed at the distal rca, the lesion previously treated with balloon angioplasty. The restenosis was treated with direct stenting of a 2.5 x 18mm cypher at 20atm for 30 seconds at the distal rca. The stent was not post-dilated. The residual stenosis was 0%.